Manufacturer narrative:
Analysis was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead dislodged. During the attempt to reposition the lead, an insulation break was noted. The lead was explanted and replaced.